Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, upon foot activation of the monopolar forceps, it was noticed that it did not work, but that the hand control diathermy had activated and burned the patient during the procedure. Upon inspection, the foot pedal was plugged into port number 1 on the back of the machine, which resulted in the hand control diathermy being activated. The hand control diathermy was also not kept in the holster provided at the time of the incident. The patient had incurred first degree upper abdomen burn with a size of the diathermy blade. The wound was treated and dressed and no further treatment was needed.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.